Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump components, which allowed the successful completion of the load process, enabling the continuation of insulin delivery.